Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pfo closure procedure was performed on (B)(6) 2016 where a 35 mm amplatzer cribriform occluder (aco) was implanted. The patient had difficult anatomy with a floppy septum but the case was straight forward without complication. The patient left the cath lab in stable condition. On (B)(6) 2016, the patient presented with dyspnea and a tte was performed. Embolization of the aco into the left atrium was confirmed. The patient was transferred in stable condition to another hospital for removal of the aco. The patient is reported to be in good health.